Event description:
Patient was part in an observational study conserning sl-plus ti/ha coated stems conducted at gersthof hospital, austria. During 5-year follow up visit , the hospital was made aware that study device was revised in (B)(6) 2013 in the right hip due to infection.